Manufacturer narrative:
The investigation analysis confirmed that root cause was traced to user fault. Update received from customer that the unit is working fine.

Manufacturer narrative:
Vyaire file identification: any additional information received from the customer will be included in a follow-up report. There is no reported sign of malfunction or product problem associated with the event.

Event description:
The customer reported that when they connected this ventilator to a patient, the co2 does not wash out. Patient deteriorated due to an increase of the co2 value. Patient had to be removed from this ventilator.